Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4ga station, an error occurred at step 3 of the provision portal. When dialing into the device, the splash screen displayed the message: unexpected data error occurred. The user was unable to proceed with the upgrade. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had unexpected error. A technical support specialist (tss) dialed into the station and accessed sql server management studio (ssms), where it was identified that the dsclientoltp database was missing. Further the fse performed data synchronization 2.0 recovery procedure after which the synchronization completed successfully. Then the customer was able to complete the remaining configuration and validation steps, restoring the station to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.